Event description:
A sample run on a pt was incorrectly identified. Results were reported to the physician who questioned the results. The operator subsequently corrected the report. There was no impact to the pt. No treatment was required, delayed or withheld as a result of this event.

Manufacturer narrative:
Operator inadvertently hit the last pt button during the analysis which identified the results as the previously pt run. Operator was shown disabling save demographics and pt list options in system set up capabilities to preclude this from happening in the future.